Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, while using healix transtend for fixation, the distal tip of the guide wire broke off into the joint. The surgeon chose to go open to retrieve the fragment. The procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek received the complaint guide wire and performed a visual examination. The device is in two pieces; the longer of the two pieces is bent midway to approximately 20 degrees, the shorter of the two pieces is approximately 2 inches in length and is the distal portion of the device; this piece is also bent mid way to approximately 40 degrees. The conditions of the material at the break areas of both pieces are indicative of mechanical stress; bent, twisted and deformed. This device did not see normal service; we attribute its condition to mis-use, a user issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4) is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.